Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "the presence of breast implants located in the retroglandular area, with an increased anteroposterior diameter, with a tendency towards a spherical shape and marked folds, suggesting capsular contracture" and "an anechoic liquid collection was observed on the posterior aspect of both implants.

Event description:
Healthcare professional reported against the right side "the presence of breast implants located in the retroglandular area, with an increased anteroposterior diameter, with a tendency towards a spherical shape and marked folds, suggesting capsular contracture" and "an anechoic liquid collection was observed on the posterior aspect of both implants, on the measuring 4.1 x 3.8 x 1.6 cm (vol. 12.9 ml) and on the left measuring 3.5 x 2.9 x 0.6 cm (vol. 3.1 ml)" confirmed via MRI and ultrasound. Device remains implanted.